Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. G.4. Additional 510k: k141311; k250884.

Event description:
It was reported, syringe 10 ml saline, mold on the cap.. The following was provided by the initial reporter: we have a defective saline flush lot number 6085955. The ref#306546, please check your inv and remove. Who is the manufacture rep for this item? Additional information: the product has mold on the luer lock cap and the labeling is inside out.